Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and stopped working. The customer's blood glucose was unknown. While troubleshooting, the customer was unsure if the insulin pump was exposed to moisture or not. The customer stated that his location was very humid as well. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.